Event description:
A report was received regarding a pump that stopped working without reason, which was later updated with information that the usb port was faulty, preventing the pump from being plugged in. There was no adverse impact to the customer's blood glucose level. The device is scheduled to be returned on december 29, 2025, and a replacement pump with a new serial number has been arranged.